Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Reportedly, customer did not push cartridge onto the pump entirely. Customer¿s blood glucose was 150 mg/dl. The was successfully loaded and customer resumed insulin therapy.